Event description:
It was reported that during da vinci-assisted surgical procedure, the customer contacted intuitive technical support engineer (tse) to report error c-34 on the integrated electrosurgical unit (iesu) or erbe. Before calling dvstat, the customer had powered cycle the erbe and issue remained. A third-party esu was used to continue procedure abd was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse reviewed system logs and found some errors 25913. The erbe reported error c-34 on startup and was defective. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to the errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe unit was returned for failure analysis, and the reported issue could not be confirmed through system logs. During testing, the unit displayed error code c-34 at startup, and the erbe logs recorded codes c-00. The erbe will be sent to the original equipment manufacturer (OEM) for further analysis. The complaint was confirmed based on the field failure analysis. Based on these results, a definitive root cause could not be identified. The root cause is most likely due to an electrical component failure within the erbe.